Event description:
It was reported that when the device was used during a laparoscopic gastric bypass, it formed the staples correctly but did not cut approximately the last 1-2cm. A like device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Evaluation summary: the analysis results showed that one instrument was returned fully functional and with an original cartridge loaded. The returned cartridge was noted to be fully loaded with staples and in good visual condition. When tested for functionality with the returned cartridge, the staples were noted to have the proper b-formation.